Event description:
The customer received questionable ion selective electrode (ise) sodium, potassium, and chloride results on their integra 800 analyzer since (B)(6) 2011. The customer provided data for two patients, one of which had discrepant results that were reported outside the laboratory. The repeat testing was done on the original analyzer. The patient's initial sodium result was 124meq/l. The first repeat result was 138 meq/l. The second repeat result was 139 meq/l. The patient's initial potassium result was 4.6 meq/l. The first repeat result was 5.1 meq/l. The second repeat result was 5.1 meq/l. The patient's initial chloride result was 101 meq/l. The first repeat result was 113 meq/l. The second repeat result was 114 meq/l. The customer considered the repeat results to be correct and they were issued as a corrected report. There were no adverse events. The sodium, potassium, and chloride electrode lot numbers and expiration dates were not provided. The field service representative determined the system pressure was low. He adjusted the system pressure and ise mix and ise dry. The customer performed calibrations, quality controls, and a precision test on the ises. The controls and calibration were in range.

Manufacturer narrative:
System pressure was involved.